Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to insert the lead into the atrial port was confirmed in the laboratory and was likely due to epoxy in the ring contact spring. During bench testing, test leads inserted into the header normally and a torque driver was used to tighten the set screw.

Event description:
It was reported that during implant atrial lead was not able to be inserted into the atrial port of the ICD. High, out of range pacing impedance was also observed through the ICD. The device was not implanted.